Event description:
It was reported that the patient had pain and discomfort and as well as blockage when using the all purpose catheter. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure since a sample was not returned. A potential root cause for this failure could be "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "x-ray opaque rubber. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. Caution: this product contains natural rubber latex which may cause allergic reactions. U.s. Product packaged in mexico sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had pain and discomfort and as well as blockage when using the all purpose catheter. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported. Per follow up via phone 05jan2022, customer stated that they had no further issues.